Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: legal claim indicates that the patient was revised. No additional information is available at this time. Update (B)(6) 2011 - the patient was revised to address hip pain. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Additional information: litigation papers allege the patient suffered pain, disability, and loss of enjoyment of life and had to be revised. Papers also allege excessive levels of chromium and cobalt blood levels.

Event description:
Legal claim indicates that the patient was revised. No additional information is available at this time. **update** 2/9/2011 - the patient was revised to address hip pain. ***update*** 11/21/2012 litigation papers allege the patient suffered pain, disability, and loss of enjoyment of life and had to be revised. Papers also allege excessive levels of chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. **update** 12/14/2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 2/25/2013 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: 3/6/2014 - medical records received. Patient was revised to address bulging of the soft tissue with metallic staining, grayish milky fluid and metallosis. The information received does not change the MDR decision. This complaint was updated on: 03/28/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Legal claim indicates that the patient was revised. No additional information is available at this time. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain and elevated metal ion levels. Revision notes reported tissue bulging, metal staining, grayish milky fluid. Specimen cultured indicated chronic inflammation and fibrosis. There is no metal ion levels provided in the medical records.

Event description:
The pt was revised to address hip pain.